Manufacturer narrative:
H3 other text : third-party service center.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device's machine flow sensor and oxygen blending module board was recalibrated to address the issue.